Event description:
The customer contacted stryker to report that their device delivered abnormal shocks. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker performed a clinical review regarding the reported issue. The device use may have cause or contributed to the reported patient's outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify but not duplicate the reported issue. Due to the device reaching its end-of-life, the device is deemed unrepairable. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device delivered abnormal shocks. The patient associated with the reported event did not survive.